Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), urinary tract pain ("urinary pain"), anxiety ("anxiety-related damage"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("internal endometriosis"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), language disorder ("language disorder"), mobility decreased ("mobility disorders"), memory impairment ("memory impairrment"), skin disorder ("skin diseases"), alopecia ("hair loss") and tooth loss ("loss of teeth"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, memory impairment, headache, anxiety, musculoskeletal pain, tooth loss, urinary tract pain, skin disorder, mobility decreased, adenomyosis, heavy menstrual bleeding, language disorder or alopecia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: upon current follow up information event death is deleted from the case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), urinary tract pain ("urinary pain"), anxiety ("anxiety-related damage"), heavy menstrual bleeding ("heavy menstrual bleeding"), adenomyosis ("internal endometriosis"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), language disorder ("language disorder"), mobility decreased ("mobility disorders"), memory impairment ("memory disorder"), skin disorder ("skin diseases"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, urinary tract pain, anxiety, heavy menstrual bleeding, adenomyosis, headache, language disorder, mobility decreased, memory impairment, skin disorder, alopecia and tooth loss were unknown. No causality assessment was received for essure with regard to pelvic pain, memory impairment, headache, anxiety, musculoskeletal pain, tooth loss, urinary tract pain, skin disorder, mobility decreased, adenomyosis, heavy menstrual bleeding, language disorder or alopecia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), urinary tract pain ("urinary pain"), anxiety ("anxiety-related damage"), heavy menstrual bleeding ("heavy menstrual bleeding"), adenomyosis ("internal endometriosis"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), language disorder ("language disorder"), mobility decreased ("mobility disorders"), memory impairment ("memory disorder"), skin disorder ("skin diseases"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, urinary tract pain, anxiety, heavy menstrual bleeding, adenomyosis, headache, language disorder, mobility decreased, memory impairment, skin disorder, alopecia and tooth loss were unknown. No causality assessment was received for essure with regard to pelvic pain, memory impairment, headache, anxiety, musculoskeletal pain, tooth loss, urinary tract pain, skin disorder, mobility decreased, adenomyosis, heavy menstrual bleeding, language disorder or alopecia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of death ("death") and pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), urinary tract pain ("urinary pain"), anxiety ("anxiety-related damage"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("internal endometriosis"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), language disorder ("language disorder"), mobility decreased ("mobility disorders"), memory impairment ("memory impairrment"), skin disorder ("skin diseases"), alopecia ("hair loss") and tooth loss ("loss of teeth"). The patient was treated with surgery (removal of fallopian tubes and uterus). Death occurred on an unknown date. At the time of death, the outcomes for pelvic pain, urinary tract pain, anxiety, heavy menstrual bleeding, adenomyosis, musculoskeletal pain, headache, language disorder, mobility decreased, memory impairment, skin disorder, alopecia and tooth loss were unknown. No causality assessment was received for essure with regard to pelvic pain, memory impairment, headache, anxiety, musculoskeletal pain, tooth loss, urinary tract pain, skin disorder, mobility decreased, adenomyosis, heavy menstrual bleeding, language disorder, alopecia or death. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: follow-up: new event death was added. A female patient who had essure inserted experienced pelvic pain (with removal of fallopian tube and uterus) and death (reason not reported) at unspecified circumstance and date. Pelvic pain is listed while death is unlisted according to reference safety information of essure. Considering the minimal information given regarding the event death, and lack of any indication in this case that the device could lead the patient to a lethal outcome, company currently assesses the event as unrelated to essure. Pelvic pain is a well-known side effect of the device thus, in spite of lack of information regarding the outcome of the event after removal of the devices, causality of essure cannot be excluded (related). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous summary case describes the occurrence of death ("death") and pelvic pain ("pelvic pain") in female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion intervention required), urinary tract pain ("urinary pain"), anxiety ("anxiety-related damage"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("internal endometriosis"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), language disorder ("language disorder"), mobility decreased ("mobility disorders"), memory impairment ("memory impairment"), skin disorder ("skin diseases"), alopecia ("hair loss") and tooth loss ("loss of teeth"). The patients were treated with surgery (removal of fallopian tubes, sometimes of the uterus). Death occurred on an unknown date. At the time of death, the outcomes for pelvic pain, urinary tract pain, anxiety, heavy menstrual bleeding, adenomyosis, musculoskeletal pain, headache, language disorder, mobility decreased, memory impairment, skin disorder, alopecia and tooth loss were unknown. No causality assessment was received for essure with regard to pelvic pain, memory impairment, headache, anxiety, musculoskeletal pain, tooth loss, urinary tract pain, skin disorder, mobility decreased, adenomyosis, heavy menstrual bleeding, language disorder, alopecia or death. The reporter commented: it turned out that the person bm was not the patient, but she was the reporter of these events, which notably includes victims of essure, and therefore she herself was not a victim. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: it turned out that the person bm was not the patient, but she was the reporter of these events, which notably includes victims of essure, and therefore she herself was not a victim. The event death was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. This case from press media concerns about event death in a summary way without individual victim identification.